Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During initial installation of the pump system, one of the roller pumps did not properly initialize, preventing it from functioning. The pump was replaced and the installation was completed successfully. There were no adverse consequences to a pt as a result of this event.